Manufacturer narrative:
On 2/3/2021, additional information was received indicating the patient was a 77-year-old-male. The patient has fully recovered. There was no intervention provided. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30439698l number, and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: MFR # 2029046-2020-02007 for product code d128211 (pentaray nav high-density mapping eco catheter ¿ lot 30439442l); MFR # for product code d128211 (pentaray nav high-density mapping eco catheter ¿ lot 30439698l).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a pentaray nav high-density mapping eco catheter where thrombus was found on the catheter tip. During priming there was white turbidity observed in the tubing set. The issue was resolved by replacing the tubing set. This issue of turbidity on the tubing is not MDR reportable since this has been determined to be a cosmetic topic and not an actual film that can be detached from the inner wall and therefore cause any risk to the patient. After using the pentaray nav high-density mapping eco catheter for 4 hours, there was a thrombus in the lumen and it could not be flush. The issue was resolved by changing the pentaray nav high-density mapping eco catheter to another one. There were no patient consequences. It was also reported there was a suspected perforation of the left ventricle. It was reported there was a possibility that the rf needle of another company perforated the left ventricle. Only the soundstar catheter was in cardiac cavity at the time of the suspected perforation. There were no clinical symptoms of perforation of the heart and no medical treatment. The case was completed without any abnormality and the patient left the room. There is no confirmation of an actual perforation or that it was caused by any bwi product. As such, this will not be reported as an adverse event. The customer reported two (2) pentaray nav high-density mapping eco catheters with different lot numbers and with no indication as to which one had the thrombus on the tip. As such, the thrombus issue will be reported against both devices.